Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to treat a severely calcified lesion in the left sfa using powercross balloon catheter. It was reported that balloon burst during inflation. The balloon passed through a previously deployed stent. The balloon was broken and the physician used another balloon. The procedure was converted to open surgery. All parts of the balloon were retrieved. No further clinical sequelae reported for this event